Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the past occlusion alarms. The customer's blood glucose level was 421mg/dl. Reportedly, the customer uses apidra insulin in their cartridge and loads the cartridge with cold insulin. Tandem technical support informed the customer that apidra was contraindicated for use with the pump. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. After the system check, the customer alleged the occlusion alarms were caused by an underlying pump issue. Reportedly, the customer reverted to alternate therapy for insulin therapy.